Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph displaying a spear through did occur. Based on the evaluation of the submitted photos the defect ¿needle through catheter¿ was confirmed. The unit in the photograph revealed the unit out of packaging. Although the reported issue was confirmed, the photo provided for this incident did not present sufficient evidence to identify a definite root cause. It is uncertain whether the defect of tip spear through which was observed was caused by manipulation of the device prior to insertion or by the manufacturing process. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the needle was through the catheter inside the package. The following information was provided by the initial reporter, translated from french to english: several catheters had this issue, found in the packaging: needle through catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the needle was through the catheter inside the package. The following information was provided by the initial reporter, translated from (B)(6) to english: several catheters had this issue, found in the packaging: needle through catheter.